Event description:
The customer reported experiencing unexplained high blood glucose. The blood glucose reading at time of call was 311 mg/dl, and she has treated with the insulin pump. The customer fell that the device did not deliver the 12.0 units of insulin it was programmed to treat her high glucose level. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Advised the customer to call back when the clamp arrives to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.